Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (200-300s mg/dl). The high bg seemed to occur on the third day of using the pump supplies. The customer did not know what the cause of the high bg was. The customer would change the pump supplies and deliver a correction bolus to address the bg level. Tandem technical support advised the customer to discuss the high bg level with a healthcare provider. The customer acknowledged and was to call that day. The customer had no further questions.